Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that about 35 minutes into the case, the surgeon discovered a tear in the seal of the 35os. He replaced it with a 355sd. Then the 1seal of the operating port ripped. It was replaced with a ms512. Then the camera port (512b) seal ripped. It was replaced with a ussc bluntport. Finally the ms512 ripped. He replaced it with another 1seal. At the end of the case, there was a rip in the other 35os. There was no consequence to the pt.